Manufacturer narrative:
.

Event description:
It was reported that the usb serial cable for the tablet device was malfunctioning. The suspect serial cable has been returned to the manufacturer where analysis is currently underway.

Event description:
The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.